Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture corrosion was observed in the battery compartment. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: on investigation, the reported power issue was verified in the black box and duplicated. Review of black box data found several power on resets after replace battery warnings. No unusual power on reset events was observed. Moisture intrusion was observed in the battery compartment and underneath the battery cap. The returned battery cap was undamaged and able to tighten on to the pump properly, but unable to maintain electrical connection. A test cap was used to complete the testing. The pump powered on with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were completed without incidences. A leak test did not show any leaks, and no evidence of moisture intrusion was found inside the pump when it was opened for further investigation.